Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A provider's trainer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The trainer stated that the customer was in his office and his blood sugar was high. The customer was advised that we should troubleshoot a low battery or underlying issue with the meter. The trainer will get the customer to call in.